Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a painful decubitus. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a medication. Patient reported that the irritation is getting better.

Manufacturer narrative:
Not applicable.